Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. The balloon was inflated four times at 12, 12, 16 and 18 atmospheres (atm) respectively. However, during fifth inflation at 18 atm for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. The balloon was inflated four times at 12, 12, 16 and 18 atmospheres (atm) respectively. However, during fifth inflation at 18 atm for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was in good condition.